Event description:
A cartridge change error was reported by the customer. There was no reported impact on the customer¿s blood glucose level. Despite attempts to resolve the issue by inspecting the o-ring and cleaning the pneumatic tap area, the error persisted when trying to load a new cartridge, leading to a decision by technical support to replace the pump. The customer was instructed to switch to mdi as backup therapy and to return the faulty pump with a pre-paid label. Additionally, instructions were provided for using a g7 sensor with the replacement pump and for putting the pump into storage mode.